Event description:
Customer's father reported that the customer was hospitalized due to diabetic ketoacidosis. Customer's father reported that when the battery reaches half power, that the insulin pump no longer functions properly and the customer's blood glucose level rises. Customer's father stated that the insulin pump didn't seem to be recording the bolus history and the basals were malfunctioning. Customer's father stated that once they replace the batteries in the insulin pump, the customer's blood glucose level returns to normal. Blood glucose level at the time of hospitalization was 276 mg/dl and customer was vomiting. Blood glucose level at the time of the call was 209 mg/dl.

Manufacturer narrative:
Insulin pump was program with a two unit basal rate for 24 hours, monitored insulin pump for two days. Boluses and basals were program and delivered. All boluses were recorded in bolus history properly. No bolus or basal anomaly was noted. Insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Insulin test received with a minor scratch on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.